Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, h2, h6, h11. Corrected fields: h11(tac verbiage). The customer contacted olympus technical assistance support (tac) via phone. The representative provided remote troubleshooting and instructed the customer to make sure that the contacts do not have debris on them and that they are not hot swapping or plugging the scopes in wet. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an e315 unsupported scope error during set-up/ inspection for use. There were no reports of patient harm.